Event description:
(B)(4). The dentist reported 1 year and 3 months after the dental implant was installed in the patient's mouth it was verified its non osseointegration. 2 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type IV) and bone graft was not executed.